Event description:
It was reported when the t2 was passing, this never went down to the tip, only reached half, the product was damaged and it was not possible to use it. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has not been fully advanced. T1 has been cut free from the suture. T2 has been advanced to the dimple. The needle is twisted. The depth and fixed straws are also damaged on their distal ends. Functional assessment confirmed the reported complaint. The trigger will not fully advance. Visual assessment of the needle using a stereo microscope confirmed the needle is damaged distally and proximally to t2's current position on the needle. Per the process summary a defect of this nature would be highly detectable and due to the manual nature of the assembly process t2 would not have been able to be assembled had this condition existed prior to the assembly process. No root cause related to the manufacturing process can be established.